Event description:
It was reported a patient experienced and was hospitalized the same day for peritonitis coincident with peritoneal dialysis (pd) therapy. The same day, the patient began treatment with unknown antibiotics (dose, route and frequency not reported). Treatment was ongoing for peritonitis and the patient was still in the hospital. The cause of the peritonitis was unknown. At the time of this report, the patient was recovering from peritonitis. No additional information is available. This is report 3 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis cannot be completed. A review of all batch record documents for potentially associated lot number h13j02084 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4).